Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of spots of ink on the display window. The customer's blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly; moisture damage was also found on the motor assembly. Unable to verify for missing segments or partial display due to blank display. No ink spot or bleeding lcd glass noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.